Manufacturer narrative:
The reported field event was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the field event remains undetermined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that one day post op of lead replacement, patient experienced feeling faint and dizzy. It was discovered that the new right ventricular lead exhibited intermittent capture. Upon an attempt to make programming changes, the pulse generator exhibited a diagnostics anomaly. The lead and the device were explanted and replaced. The patient was stable during and after the procedure.